Event description:
It is reported that a drill bit broke during surgery. The surgeon was performing an open reduction internal fixation (orif) of a left proximal tibia and while drilling a hole through the va proximal tibia plate, the drill broke at the last 10 mm of threads. It was reported that the surgeon could not retrieve the fragment of the drill bit. The bit remains in the patient. There was no patient adverse event. There was no delay in surgery. The device will not be returned. The surgery was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hsz. The device is an instrument; cannot be implanted or explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.